Event description:
The pt reported a test strip port issue on the meter. Pt had difficulty inserting test strips, pt reported symptoms of sweating and a headache with two blood glucose results of 41 mg/dl and 46 mg/dl. Pt ate after obtaining the results and experiencing the symptoms. It is not known whether the tests were performed before the reported test strip port issue or after. Pt did not received medical attention. Meter replaced.